Event description:
It was reported that (3) atw35 were used during a laparoscopic splenectomy procedure. It was reported by the rep that (3) atw35 had misfired during the case. Opened another device to complete the case. The pt came back bleeding postop and the surgeon converted to open.